Event description:
Information received indicates the bed has no head up function and the head section is flat.

Manufacturer narrative:
The technician found that the valve for the head up function was stuck. He replaced the head up valve to repair the bed.